Event description:
It was reported that the keypad on the insulin pump was unresponsive while the customer was trying to clear a low reservoir warning. The customer's blood glucose was 5.0 mmol/l. The customer also stated the light would not turn on. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad traces. The backlight and low reservoir alarms were working properly. The insulin pump was received with a cracked case at window display corners and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.